Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a lost sensor alert and a blood glucose level of 464 mg/dl. Customer corrected with the insulin pump. Customer's blood glucose level was 140 mg/dl at the time of the lost sensor alert. Customer was advised to remove the sensor at this time and check for a bent, damaged, or retracted sensor. Customer stated that it was bent. Customer was advised to change out the sensor. Sensor will be replaced. No further assistance needed.